Event description:
A surgeon reported a patient with diffuse lamellar keratitis (dlk) following refractive surgery and was treated with topical corticosteroids. Additional information provided indicates the outcome of the event and the prognosis of the patient are unknown at this time. Additional checkups by the ophthalmologist were required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.